Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown medical device expiration date: unknown initial reporter address: unknown. The address of becton dickinson has been used for this section device manufacture date: unknown results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was difficulty collecting blood in bd microtainer® tube with bd microgard¿ closure. K2edta additive. Blood spilled out. No blood exposure to mucous membrane. No injury or medical intervention.